Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored treated episode due to oversensing during a rapid tachyarrhythmia. Technical services (ts) was consulted to review device data. Ts confirmed multiple therapies were delivered, however, the first two shocks failed to terminate the rhythm, which may have been supraventricular origin. Following the second shock, the rhythm appeared to accelerate into ventricular fibrillation (vf). The subsequent shock was successful in terminating the arrythmia and restoring sinus rhythm. The initial rhythm is difficult to convert what it was. It was noted that if the physician concludes that the arrythmia was ventricular, the plan may to implant a transvenous implantable cardiovert defibrillator (ICD) which would off antitachycardia pacing (atp) for future episodes. Ts recommended to perform x-rays to verify system placement. At this time, the electrode remains in service. No additional adverse patient effects were reported.